Event description:
It was reported that during an lower anterior resection procedure the gun did not fire (no crunch was heard). The main body of the gun was then removed from the rectum/sigmoid. In doing so trauma was caused to the site of transection and the bowel was torn. A second device was opened and the body of the gun was inserted transanally and fired in conjunction with the original detached anvil which remained situated in the original purse string. Also, the staples are half fired from the gun. The anastomosis was then tested and was found to leak. The donuts were also incomplete. The procedure was completed by ileostomy.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.